Event description:
It was reported that there was an issue with a component of columbus knee system. According to the complaint description, this knee implant was "defective and failed prematurely because the ceramic coated surface fails to properly adhere to the cement". There was postoperative mechanical loosening. It was noted that the surgeon easily removed the implant by hand during the revision. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Additional information was not provided. The adverse event is filed under aesculap ag reference no. (B)(4) ((B)(4)).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Manufacturer narrative:
Additional information: a2 - date of birth. D2 - common device name. H6 - codes updated. The product was not returned. The investigation was based upon event description. Batch history review: a batch history review could not be performed because the lot number could not be identified. No additional information has been received from the market. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Conclusion/preventive measures: based on the current information and without the product for investigation, a clear conclusion cannot be drawn. There is no indication for a design-, manufacturing- and/or material-related failure. In the event that the complaint sample will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigation results, a CAPA is not required.

Manufacturer narrative:
Additional information: h4 - manufacture date. H6 - codes updated. Investigation results: the complained product was not made available for investigation. The investigation was based upon batch history review, historical data analysis and event description. Batch history review: the device history records have been checked for all leading device(s) lot numbers and the products found to be according to specification valid at the time of production. There is one similar complaint against the lot number 52391518; there are no similar complaints against the lot number 52373982. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Conclusion/preventive measures: based on the available information a definitive root cause for the mentioned implant loosening could not be determined. There is no indication for a design-, manufacturing- and/or material-related failure. In the event that the complaint sample will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigation results, a CAPA is not required.

Event description:
Associated medwatch reports: nx032z (aesculap ag reference no. (B)(4); 9610612-2025-00289). Nx056z (aesculap ag reference no. (B)(4); 9610612-2025-00098). Involved components: nx062z/ as tibia extension stem 12x52mm cemented (aesculap ag reference no. (B)(4)). Nx230/ vega ps+ gliding surface t3/3+ 10mm (aesculap ag reference no. (B)(4)).

Event description:
Update: it was reported that there was an issue with product nx056z - as vega ps tibial plateau cemented t3+. There was postoperative loosening and instability. During the revision surgery, the tibial and femoral component were removed and replaced with non-aesculap products. It was noted that there had been debonding and lack of cement on either implant; cement was well fixed to bone, however. Initial total knee arthroplasty (tka) had been performed on (B)(6) 2018. Revision surgery occurred on (B)(6) 2025. Associated medwatch reports: nx032z (aesculap ag reference no. (B)(4); 9610612-2025-00289). Involved components: nx062z/ as tibia extension stem 12x52mm cemented (aesculap ag reference no. (B)(4)). Nx230/ vega ps+ gliding surface t3/3+ 10mm (aesculap ag reference no. (B)(4)).

Manufacturer narrative:
Additional information: a - patient gender. B5 - description updated. B6 - relevant test results. B7 - medical history. D1&2 - brand name, product code. D4 - model, batch number, expiration date. D6 - implant and explant date. D10 - involved components. E1 - end customer. E2&3- reporter, profession. G2 - health professional. G4 - 510k. Correction: report number - this report was previously submitted under 9610612-2025-00009, in error; all pertinenet information is under 9610612-2025-00098. G6 - type of report updated.